Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that on (B)(6) 2020, the patient turned stimulation off prior to having EKG for upcoming surgery and hasn't been able to turn back on since then. They don't feel stimulation anymore and bladder symptoms, urgency have returned. Patient said that they have replaced the batteries on the patient programmer (pp) which hasn't made a difference. The patient doesn't have an antenna. Patient doesn't recall looking at screen closely when turned stimulation off and said that prior to (B)(6) 2020, the last time they connected with implant was in (B)(6) 2019. Reviewed possibility that the neurostimulator battery has depleted based on age of implant. Reviewed screen, patient confirmed the programmer was over implant and tried a few times and even replaced batteries again however still unable to connect, received poor communication screen. When asked, patient said that the last time implant was checked at healthcare professional hcp office was about five years ago. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, to schedule appointment to interrogate implant using clinician equipment.